Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc freestyle libre sensor filament was stuck in the customer¿s arm upon removal. It was further reported the customer experienced pain and was taken to a hospital where the healthcare professional took x-ray, then applied numbing cream and removed the filament from the customer¿s arm. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, and no issues were observed. The returned sensor plug was properly seated. On visual inspection of the sensor plug assembly; no failure mode was observed. The sensor tail was observed severed on visual inspection; therefore, an extended investigation has been performed. The sensor was reprogrammed and observed to have terminated with a brownout reset event. Upon activation, the puck terminated with a low battery event. The returned puck was de-cased, and no issues were observed. Simvivo test was performed on the returned puck with a known good battery. Simvivo testing passed indicating the electronics are functioning properly the isp (inspect, sample, pack) data were reviewed for the returned sensor tail was reviewed and the sensor tail passed all testing prior to leaving manufacturing. Only the sensor puck and plug were returned. This issue is not confirmed as the DHR (device history review) was performed on the libre sensor kit and no other issues were observed with the returned puck.

Event description:
A caregiver reported the adc freestyle libre sensor filament was stuck in the customer¿s arm upon removal. It was further reported the customer experienced pain and was taken to a hospital where the healthcare professional took x-ray, then applied numbing cream and removed the filament from the customer¿s arm. No additional treatment was required. There was no report of death or permanent injury associated with this event.